Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ICD exhibited t wave oversensing via remote transmission. The device was reprogrammed, which resolved the issue. No patient symptoms were reported.